Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hz81, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that a patient had a device implanted on (B)(6) 2014 and wasn¿t getting symptom relief and had leaking since the next day. The patient had adjusted stimulation a little each day for the past three or four days. She had a problem adjusting therapy and was on program 3 at 3.05 volts. The patient had an appointment scheduled with her healthcare professional for the day following the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. Additional information received reported that the patient never had therapeutic effect. Prior to implant during the peripheral nerve evaluation (pne) the patient felt it rectally and received good benefit. Since full implant the patient only felt it vaginally. The patient only felt stimulation for a small amount of time and needed to increase to feel it again. This repeated until reaching 6.35v. The patient got less than 50 percent benefit on manage by fact (mbf) programs 1 through 4. The lead was textbook placement, but the patient did not get the benefit needed. The manufacturer representative was currently reprogramming the patient by mapping electrodes. They would load more programs and sent the patient home to try them. It was later reported that the cause of the event was not determined and it was not device related. The patient outcome was good and the patient was receiving effective therapy now. Additional information received as patient reported that first implant was not effective and it was not working for them. It was determined that lead was not in the right position, so both ins and leads were explanted and replaced with new ins <(>&<)> lead. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.